Event description:
It was reported that when the patient presented for a routine follow-up, the right ventricular lead exhibited noise. The sensitivity was decreased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.